Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. No bolus anomaly noted during our testing. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he programmed a bolus on his insulin pump the piston did not move; the customer confirmed this by keeping track of the piston with tape and pencil markings. He stated that he bolused and went to sleep and when he checked his blood glucose upon waking his readings did not decrease. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the delivery anomaly. It was confirmed that the customer follows the proper priming procedures. The customer's device programming was also accurate. There were no motor error alarms or motor position encoder error alarms in the device history either. A displacement test was performed and the device passed. The customer was advised that the insulin pump was working as designed, but he did not agree with that assessment. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.